Event description:
Event description boston scientific received information that this right ventricular lead had dislodged shortly after implant, resulting in loss of capture, abnormal thresholds and impedance measurements. The lead was repositioned to the atrium successfully, and a new lead was placed in the ventricle.